Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a revision surgery for a washout was performed due to infection on (B)(6) 2020. Existing legion ps xlpe high flexion articular insert removed and replaced with new legion ps xlpe high flexion articular insert 3-4 11mm. No additional information was made available at this time.

Manufacturer narrative:
It was reported that a revision surgery for a washout was performed due to infection. Existing legion ps xlpe high flexion articular insert removed and replaced with new legion ps xlpe high flexion articular insert 3-4 11mm. No additional information was made available at this time. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record, sterilization documentation and complaint history review cannot be completed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No medical documents were received for investigation, therefore, the source of the unspecified infection could not be fully assessed. The patient impact beyond the reported infection and insert revision could not be determined. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.